Event description:
It was reported that the customer believes there is an issue with the insulin pump. Customer stated that they went to their doctor and their blood glucose reading was 400 mg/dl when the meter was reading 119 mg/dl. Troubleshooting was not performed as the customer disconnected the line. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.